Manufacturer narrative:
The instrument was returned and evaluated. Complaint of one of the cables broke is confirmed with the following clarification: cable is frayed. One grip close cable is frayed at the distal idler pulley. Frayed strands stick out at the wrist. Other cables at wrist are not damaged. Additional observation not reported by site is a derailed cable. Same cable that is frayed is also derailed from the distal idler pulley. Grips can still open and close, but movement may not be precise. Evidence not conclusive, but cable derailment is likely due to cable losing contact with pulley during wrist articulation. Derailment likely contributed to cable fraying. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, during set up, the surgical staff reported seeing a broken cable on the large suturecut needle driver instrument. No patient harm, adverse outcome or injury was reported.